Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified, and the issue was fixed with a successful cold restart. Philips remote service engineer (rse) examined the system remotely and found the fluoroscopy images got hanged during the procedure. After reviewing log file, rse found that fluoroscopy was active for a while, with occasional exposures. Upon troubleshooting rse inspected the footswitch and found no faults or hardware failures. To prevent future issues, the rse recommended relocating and securing the second pedal in the control room. After repairs were completed, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a cold restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that fluoroscopy froze/hanged, however; managed to interrupt exposure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.